Manufacturer narrative:
Cook received one used fanelli stent. Upon inspection of the returned device no damage was noted to the guiding catheter. The stent is still present inside the outer sheath. The supplier¿s device failure analysis of the complaint device concluded that the outer sheath was 1.2 cm longer then specification. Therefore, upon completion of the investigation, this event is not reportable. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to difficult deployment, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable. No additional reports will be provided for this event.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: procurement specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that guide catheter of a fanelli laparoscopic endobiliary stent set was damaged, preventing stent deployment. Following catheter placement, the user attempted to deploy the stent into the patient's gallbladder. Once the device was removed, it was discovered that the stent had not deployed. The physician attempted to do so outside of the patient, but was unsuccessful. Another same device was used to successfully complete the procedure with no adverse effects to the patient, though a 20 minute procedural delay was experienced as a result.